Manufacturer narrative:
This is the same event 3010536692-2015-00918.

Event description:
Allegedly, patient was revised due to mom complications: broken femoral stem was noted; metallosis; pain - right.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-00917, -00918.